Event description:
It was reported that the patient experienced pain due to migration of their implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively. The device is not available for return.